Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves and the mix motor to resolve the issue. No additional information was provided in regards to patient treatment received. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium on the au680 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The patient was transported from the nursing home to the emergency room per the doctors orders. Customer was unable to confirm if the decision was solely due to the high sodium result or other underlying issues. The patient was later admitted to the hospital. No additional information could be provided in regards to if treatment was received on the electronic medical report (emr).